Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Items marked "ni" are unk at this time. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro silicone boot peeled outside the pt. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp intends to return the product in question.